Event description:
After the shell was implanted, it was not possible to disconnect it from the cup impactor. Another shell and another impactor were used to successfully complete the surgery. MFR red #3005180920-2014-00206.